Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken main tube at the distal tip. A piece measuring proximately 3.69mm x 4.21mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have a broken grip cable at the main tube. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing further inspection found no abnormally sharp or damaged components that may contribute. The instrument was found to have a broken distal pitch cable at the main tube. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was found to have a dislodged flash tube guide. After open the housing, the flash tube guide was found loose.. The complaint regarding two broken cables was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the cable of the cadiere forceps instrument was broken. The procedure was completed with no patient harm, adverse outcome, or injury and with no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no detached missing pieces on the distal end of the instrument, all the cables were broken.